Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician (who is the patient) via a sales representative, and forwarded by our local affiliate ((B)(4)). This case involves a (B)(6) female patient who injected herself with poly-l-lactic acid (sculptra) on three occasions. She injected herself sometime in 2006, in 2007, and the last time sometime in (B)(6) 2008. In (B)(6) 2008, the dilution volume was 6 ml and the injected region was described as "all over the face" (nos). Relevant medical history was reported as cranioencephalic traumatism in (B)(6) 2009, and concomitant medication information was not mentioned. On an unknown date, she developed palpable, but non-visible nodules all over her face. The size of the nodules was described as "lentil to chickpea" size. No corrective treatment was administered, although she did report that she would receive radiofrequency. She stated that she has injected poly-l-lactic acid for a long time (to several patients for several years) and she has never had any problems with the product, except for one occasion (see associated case (B)(4)).

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) was initiated: (B)(4). Reporter's causality assessment: possible.